Event description:
It was reported through the communication of an attorney that allegedly the patient was revised due to "left knee mid flexion instability and a cruciate-retaining knee." Update 18 october, 2019: medical review noted the following: revision diagnosis after less than 5-years of implantation was reported as ¿mid flexion instability¿ prior to revision although stability testing during surgery is more consistent with full flexion instability. This means the knee is (more or less) stable in extension but becomes progressively more unstable in ap (anteroposterior) direction with increasing flexion. Although there are unfortunately no x-rays available at this time to detail the problem, the cause of such flexion instability is always related to suboptimal component position. Conclusion of assessment: triathlon component malposition has contributed to an unequal flexion-extension gap space in the knee to contribute to symptomatic flexion instability of the implanted triathlon devices requiring revision surgery with bearing exchange within 5-years of primary implantation.

Manufacturer narrative:
An event regarding instability involving a triathlon femoral component was reported. The event was confirmed by medical review which also confirmed component malposition. Method & results: product evaluation and results: material analysis, visual, functional and dimensional inspections could not be performed as the device was not returned. Medical records received and evaluation: the provided medical information was reviewed by a clinician who noted the following: revision diagnosis after less than 5-years of implantation was reported as ¿mid flexion instability¿ prior to revision although stability testing during surgery is more consistent with full flexion instability. This means the knee is (more or less) stable in extension but becomes progressively more unstable in ap (anteroposterior) direction with increasing flexion. Although there are unfortunately no x-rays available at this time to detail the problem, the cause of such flexion instability is always related to suboptimal component position. Conclusion of assessment: triathlon component malposition has contributed to an unequal flexion-extension gap space in the knee to contribute to symptomatic flexion instability of the implanted triathlon devices requiring revision surgery with bearing exchange within 5- years of primary implantation. Does the review identify any procedural related factors that contributed to the event? Triathlon component malposition with an unequal flexion-extension gap space in the knee to contribute to symptomatic flexion instability. Does the review identify any patient related factors that contributed to the event? None evident. Does the review identify any device related factors that caused or contributed to the adverse event? No device-related factors are associated with any of the implanted devices. Product history review: a review of the device manufacturing records indicate that all devices accepted into final stock were free from discrepancies. Complaint history review: there have been no other similar events for the lot referenced. Conclusions: the medical review concluded the following: triathlon component malposition has contributed to an unequal flexion-extension gap space in the knee to contribute to symptomatic flexion instability of the implanted triathlon devices requiring revision surgery with bearing exchange within 5- years of primary implantation. No further investigation for this event is required at this time. If devices and/or additional information become available to indicate further evaluation is warranted, this record will be reopened.

Manufacturer narrative:
Review of the device history records indicate devices were manufactured and accepted into final stock with no relevant reported discrepancies. There have been no other similar events for the lot referenced. It was noted that the device is not available for evaluation. Should additional information become available, it will be provided in a supplemental report upon completion of the investigation. The information in this report was provided by stryker orthopaedics legal affairs department. No additional information is available at this time due to the ongoing litigation. Should additional information become available, the evaluation summary will be submitted in a supplemental report.

Event description:
It was reported through the communication of an attorney that allegedly the patient was revised due to "left knee mid flexion instability and a cruciate-retaining knee".